Manufacturer narrative:
(B)(4).

Event description:
It was reported that an error icon "hwbbt" occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The receiver was returned for evaluation. An external visual inspection was performed and passed. A receiver charge and boot test was performed and failed due to the receiver having no power. The receiver data log was not downloaded for review because the unit does not power on after charging. The receiver case was opened for an internal visual inspection and it failed due to missing/damaged components. The reported event of an error icon display was undetermined. A probable cause could not be determined. No injury or medical intervention was reported.